Event description:
It is reported that during a surgery for patella resurfacing, the surgeon found that the patient had a severe osteolytic reaction from polyethylene wear. The articular surface was exchanged.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.